Manufacturer narrative:
G4: 13jan2020. B4: (B)(6) 2022. The manufacturer's international service technician evaluated the device and could not confirm the reported problem. The service technician performed preventative maintenance. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported that the ventilator does not read oxygen. There was no patient involvement.